Event description:
This is break/cut 5 cm from the hub and it's quite big and on the blue side of the catheter. Preliminary investigation showed that this was most likely a subcutaneous leak. Report states there was no pt injury.

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed and will be reported as user related. Returned for eval is one assembled 4 fr groshong catheter. During functional testing a spraying leak was observed emanating between the 32 and 33 cm depth markers of the catheter. Microscopic examination of the leak site reveals an arcing, longitudinal slit in the blue radiopaque stripe. No other related damage to the ID or od of the tubing was observed. The characteristics of the damage found on the complaint sample are features usually associated with burst damage secondary to over-pressurization. The product IFU gives descriptive info on flushing and maintenance techniques. There is no evidence of a mfg defect with the returned catheter. This may be a user maintenance issue. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.